Event description:
It was reported the customer received a no delivery alarm during a manual prime. The customer's blood glucose was 214 mg/dl. Customer's father also reported they had changed out their infusion set and the no delivery alarm persists. Troubleshooting could not be performed at the time of the call. The father will be returning the customer's supplies for analysis. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.